Event description:
It was reported by the sales rep, who was present at the surgery that the screw broke. No adverse consequences to the pt.

Manufacturer narrative:
Addt'l info has been requested, and if received will be submitted on a supplemental report. This event created a serious injury in the past, and will be reported as a malfunction.